Event description:
Initial result for a pt total bilirubin was 0.8 mg/dl. When repeated, the result was 19.0 mg/dl. The incorrect result was not used to guide treatment. The field service rep repaired the instrument by replacing a broken probe cover and replacing the static brush.